Event description:
It was reported that the patient was experiencing abdominal/diaphragmatic stimulation from the left ventricular (lv) lead. Lead output was adjusted to resolve the stimulation and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 383069 lead implanted (B)(6) 2009; 4471 lead implanted (B)(6) 2009. (B)(4).